Event description:
The safestep leaked 5 fu on the pt, the skin was irritated but no injury occurred.

Manufacturer narrative:
The complaint of a leak was confirmed, and will be considered manufacturing related. A leak was detected at the needle hub of the returned safestep infusion set. A chr of lot #d828114 showed no other similar product complaint(s) from this lot.